Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "this patient underwent multiple arthroplasty procedures, in new zealand, after suffering avascular necrosis of both humeral heads and femoral heads, secondary to chemotherapy (for treatment of leukemia). He has had bilateral total hip replacements, and bilateral shoulder replacements. The exact details - hospitals / surgeon/s / dates / implants, etc., is not known. Patient's left shoulder replacement (primary surgery approx. 7 years ago), experienced a s. Aureus infection, aprox. 5 years ago, according to surgeon. This was resolved. Pt migrated to australia several years ago. Earlier this year, pt began experiencing discomfort in this left shoulder, which was initially thought to be a work-related injury ... Underwent rehab / physio through qld. Work cover. Referred to pa hospital for further investigation, when symptoms did not resolve. Clinical markers indicate possible infection in this left prosthetic shoulder joint (patient is heavily tattooed). During open procedure yesterday, surgeon believed there was likely infection insitu - multiple tissue specimens taken, and all prosthesis removed, which included a size 2 ascend flex humeral ptc stem, and a 52 x 19 pyrocarbon head (low offset). Both explants discarded. Antibiotic humeral shaped spacer inserted, with the view of performing revision surgery (stage 2) in approx. 8-12 weeks, when clinical markers indicated infection cleared".

Event description:
As reported: "this patient underwent multiple arthroplasty procedures, in new zealand, after suffering avascular necrosis of both humeral heads and femoral heads, secondary to chemotherapy (for treatment of leukemia). He has had bilateral total hip replacements, and bilateral shoulder replacements. The exact details - hospitals / surgeon/s / dates / implants, etc., is not known. Patient's left shoulder replacement (primary surgery approx. 7 years ago), experienced a s. Aureus infection, aprox. 5 years ago, according to surgeon. This was resolved. Pt migrated to australia several years ago. Earlier this year, pt began experiencing discomfort in this left shoulder, which was initially thought to be a work-related injury ... Underwent rehab / physio through qld. Work cover. Referred to (B)(6) hospital for further investigation, when symptoms did not resolve. Clinical markers indicate possible infection in this left prosthetic shoulder joint (patient is heavily tattooed). During open procedure yesterday, surgeon believed there was likely infection insitu - multiple tissue specimens taken, and all prosthesis removed, which included a size 2 ascend flex humeral ptc stem, and a 52 x 19 pyrocarbon head (low offset). Both explants discarded. Antibiotic humeral shaped spacer inserted, with the view of performing revision surgery (stage 2) in approx. 8-12 weeks, when clinical markers indicated infection cleared".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected devices were not returned. Photos of explanted devices are not sufficient to carry out product inspections. No defect could be noticed on the devices. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.